Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable at this time. The adverse event is being followed in MDR # 3006556115-2024-00721. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicated impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.